Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, some staples were not deployed properly at the 4th firing when the device was used for functional end to end anastomosis. The cartridge was gold. Reinforcement material was not used. The target tissue was thick. Additional suture was performed to complete the case. There were no adverse consequences to the patient.